Event description:
Medtronic received information that three years post-implant of this transcatheter pulmonary valve, it was explanted secondary to the stenotic pulmonary artery conduit it had been implanted in. It was reported that a pre-explant echocardiogram showed this device was functioning normally. Another manufacturer¿s device was implanted successfully. No other adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, this valve was received intact within a 2.7 cm section of a conduit. One leaflet was in the closed position. Two leaflets were partially closed. All leaflets were slightly stiff but flexible. Tears were observed along the free margin of all cusps. Tiny tears were observed on one commissure. The other two commissures were intact. Glistening off-white pannus lined the inflow and outflow orifices, extending slightly onto the inner lumen. Radiography did not show evidence of mineralization in the leaflets or evidence of stent fractures. Reduced performance of the valve may have been due to host tissue overgrowth (pannus). This finding is generally considered a patien t-related condition and is a known adverse event for bioprosthetic valves.

Manufacturer narrative:
The product has been returned and analysis is pending. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.